Manufacturer narrative:
Inspected 1 opened and used sensor and performed continuity resistance test. Sensor failed per specifications. Analysis was unable to confirm adhesive anomaly due to opened and used sensor.

Event description:
It was reported via phone call that the customer had an issue with the device. Customer stated the insulin pump is going into threshold suspend, it's showing below 60mg/dl when she is 245mg/dl. While troubleshooting, customer received a cal error due to trying to calibrate at the same time. Advised customer to calibrate once she is stable.

Manufacturer narrative:
Inspected 1 opened and used sensor and performed continuity resistance test. Sensor failed per specifications. Analysis was unable to confirm adhesive anomaly due to opened and used sensor.